Event description:
Additional information received. The staples dropped off after firing. The washer in the device was inspected and looked similar as to previous firings. The force to fired was higher in this case. The case was not converted to open, the bleeding was controlled by hand suturing. There was some blood loss, unable to quantify. The patient did not require a blood transfusion or any intervention as a result of the blood loss. The specimen was checked and in standard shape.

Manufacturer narrative:
(B)(4). Upon review of the additional information provided, it was concluded that this event does not meet the FDA defined criteria serious injury and is being considered a malfunction.

Event description:
It was reported that during an unknown procedure, when the blade was supposed to fire, it didn't. The surgeon pulled out the device, and the stapler dropped out. It was very hard to fire; the doctors had to use strong force to fire. After firing, there was bleeding in stapler line, the doctor stopped the bleeding by suturing. The doctor had to convert to open to complete the procedure. Procedure was prolonged 20 minutes. Additional information has been requested, no response has been received to date, a supplemental report will be sent upon receipt of additional information.

Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned. We did not receive a batch number or lot number so therefore we were unable to review the manufacturing records.